Event description:
Additional information was received indicating that the device was reprogrammed to resolve the event.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
During a follow up in clinic, oversensing was noted on the device. Device reprogramming was recommended, however, no intervention was performed. The patient was stable.